Manufacturer narrative:
(B)(4). The reported complaint for "blood could be seen in the catheter" is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends. If the product is returned at a later date, a full investigation of the sample will be completed.

Event description:
It was reported "after successful catheterization, it was discovered that during helium delivery for counterpulsation, visible blood was seen in the catheter. The catheter was removed, and upon removal, it was found that the core guidewire inside the catheter had broken. The catheter was removed and not replaced. No patient injury or consequences reported. The current condition of the patien is reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
It was reported "after successful catheterization, it was discovered that during helium delivery for counterpulsation, visible blood was seen in the catheter. The catheter was removed, and upon removal, it was found that the core guidewire inside the catheter had broken. The catheter was removed and not replaced. No patient injury or consequences reported. The current condition of the patient is reported as "fine".

Manufacturer narrative:
(B)(4). The serial number on the returned sample is (B)(6). Returned for investigation was a 40cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) with the original packaging box that matches the serial number of the returned sample. The sample was returned in a cardboard box and was loosely packed within the original packaging carton. Upon return, the peel away sheath was noted on the iabc. The one-way valve was tethered to the short driveline tubing. The bladder was fully un-wrapped. The iabc central lumen was noted broken at approximately 5.1cm from the iabc distal tip. Dried blood was noted on the exterior surfaces of the returned sample. A small amount of dried blood was noted within the helium pathway. No other visual damage or abnormalities were noted to the re-turned sample. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute according to quality system document. An attempt to aspirate and flush the iabc central lumen using a 60cc lab-inventory syringe was unable to be successfully completed. Upon aspiration, water was unable to be consistently pulled into the syringe. The attempt to flush resulted in the bladder inflation. The results are consistent with the previously noted broken central lumen. The iabc was leak tested in accordance with testing methods from manufacturing procedure. A leak was immediately detected from the iabc distal tip and iabc luer end. The leak from the iabc distal tip and iabc luer end are consistent with the previously confirmed broken cen-tral lumen. The iabc was leak tested again with the iabc distal tip and iabc luer end blocked off; no other leaks were detected. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. The guidewire exited the central lumen and entered the bladder at the previously noted central lumen break. No blood or debris was noted. The guidewire was front loaded through the iabc luer. The guidewire exited the central lumen and entered the bladder at the location of the previously noted central lumen break. No blood or debris was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufac turing specifications prior to release. The reported complaint of "visible blood could be seen in the catheter" is confirmed. During the in-vestigation, the intra-aortic balloon catheter (iabc) central lumen was noted broken near the iabc distal tip. The broken central lumen allowed blood to enter the helium pathway. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifi-cations were not met during the complaint investigation due to the broken central lumen. The root cause of the complaint is undetermined. No further action required at this time. This will be moni-tored for any developing trends.

Event description:
It was reported "after successful catheterization, it was discovered that during helium delivery for counterpulsation, visible blood was seen in the catheter. The catheter was removed, and upon removal, it was found that the core guidewire inside the catheter had broken. The catheter was removed and not replaced. No patient injury or consequences reported. The current condition of the patient is reported as "fine".